Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the blood glucose was 46 mg/dl. The customer had a diabetic seizure. The customer reported that they had change sensor and calibration not accepted alarm. Troubleshooting was declined for low blood glucose because they already working with doctor to get it fixed. The insulin pump will not be and sensor will be returned for analysis.